Manufacturer narrative:
A1 - unk, a2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.5/2.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's eye on (B)(6) 2023. Blurred vision, excessive vault, angles opened, and fibrin deposits were observed. Eye drops (steroid) were percribed. This did not resolve the problem. Lens remains implanted. Additional information has been requested but none has been forthcoming.